Event description:
Patient called in 2002 alleging that one touch ultra meter was reading inaccurate high. On the day of the event, patient was at work, at 8:00am, patient tested blood sugar with a result of 51 mg/dl. Patient then ate a sandwhich, banana, apple and drank coffee. At 8:18 am, patient tested again and got a result of 181 mg/dl. Patient then took patient's set amount of insulin (32 units of nph and 10 units of regular). Around lunchtime, patient tested on meter with a result of 64 mg/dl. Patient reported low blood sugar symptoms-sweaty and dizzy. Patient then passed out and the paramedics were called. Patient does not know if patient was tested/treated by the emt. Pateint was rushed to the emergnecy room and was given IV glucose and kept there for 4-5 hours for observation. Patient also does not recall what the ER meter reading was when patient was brought in. At discharge, the ER meter read 109 mg/dl.